Event description:
On (B)(6) 2009, the resident was being lifted out of her wheelchair by the vander-lift ii, model ii, model # b450. During the transfer, the resident's leg got caught at the same time her sling was caught on her wheelchair. While both individuals assisting with the transfer readjusted her, the leg of the vanderlift raised and the index arm was not locking and closed the legs resulting in the vander-lift tipping over, the resident experienced slight bruising to her shoulder and back and was sent to the emergency room to rule out any other injuries. None were noted. The facility is unable to determine the direct cause of the incident as there were many factors, however through the inspection of the vander-lifts ii, the facility did determine that three lifts had worn out index arm attachments resulting in the inability to securely position the legs of the lifts. We also discovered that the legs were able to lift off the ground related to wear and tear on the leg bolts. We are unable to determine if this is caused do to the legs not being designed with a metal cap and extra support as they are in later models.